Event description:
The pt received less medication than intended. At 1945, the pump was programmed to deliver an unspecified dose of flagyl and the delivery was started. No specific programming parameters were provided. At 0100, the nurse found that only half of the flagyl had been delivered. After the nurse verified that the pump steeings were correct, the delivery of an unspecified dose of cipro was started. No specific programming parameters were provided. At 0200, the pump display indicated that the dose had been delivered; however, 150ml of the medication still remained in the solution container. The nurse again verified the pump settings and found that they were correct. The pump was removed from clinical use. The therapies were completed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required.